Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was the device able to be closed comfortably in the green range prior to firing? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? How may counter-clockwise revolutions of the adjusting knob were used to open the device? To assure the anvil is free from tissue, was the instrument rotated 90° in both directions prior to removing?

Event description:
It was reported, as usual, the device could be inserted without any problems, the triggering process was more difficult than usual. The tissue was not cut, only torn. A normal removal was not possible, after untwisting it had to be cut out with a scalpel. Deformed clamps were partially scattered in the tissue and in the situs. Severe mucous membrane defects and bleeding were sutured and punctured. Due to the now severe swelling, the surgery could not be completed. In two weeks, the operation will be repeated after the swelling has subsided. Procedure: hemorrhoidectomy 2- 3 degrees.

Manufacturer narrative:
(B)(4). Date sent: 12/01/2020. D4: batch # r59u8d. F10/h6 component code: others (g07). Additional information was requested, and the following was received: what is the surgeon¿s experience with the pph procedure? >300 procedures. What is the surgeon¿s experience with the pph device? About 6 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High b. Was the device able to be closed comfortably in the green range prior to firing? Yes. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Yes. Was a complete washer transection confirmed? Yes. To assure the anvil is free from tissue, was the instrument rotated 90° in both directions prior to removing? Yes. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. To removal issues open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.